Event description:
The patient had plates & screws implanted to close after routing coronary artery bypass grafting on (B) (6) 2010. It was reported the patient had coughing fit , heard popping sound. Revision surgery was done on (B) (6) 2010 for wound dehiscence, the plates and screws were removed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.